Event description:
Shortly after the initial implant procedure, the pt was brought back into the operating room to drain a haematoma that had formed at the implant site. The pt is reportedly doing well.

Manufacturer narrative:
The device remains implanted in the pt and will not be returned for eval. This is the final report.